Event description:
It was reported that "it was brought to my attention that we have had 4 devices that would not deflate prior to use. The issue was identified prior to use." Associated complaints 3009307931-2025-00006, 3009307931-2025-00005 and 3009307931-2025-00004.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of the cuff non-deflation prior to use could not be confirmed based on the sample received. The customer returned the sample with the packaging couch and syringe. Visual inspection of the returned sample revealed no defects or anomalies observed. The cuff passed the inflation and deflation test during functional inspection. A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Based on the investigation of the returned complaint device, no issues were found. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "it was brought to my attention that we have had 4 devices that would not deflate prior to use. The issue was identified prior to use." Associated complaints 3009307931-2025-00005 and 3009307931-2025-00004.

Manufacturer narrative:
(B)(4).